Event description:
On (B)(6) 2014, the reporter contacted animas that the display screen was scratched and could not be safely read. Additionally, there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. The lens film was observed to be scratched multiple times within the field of view and the display was dim and discolored. The pump case was observed to be cracked in the right hand corner of the display area. A leak test showed a leak at a crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump, on the transceiver board and on the power printed circuit board.